Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The sample was discarded by the user facility. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that the vascular stent was advanced to the treatment site in the proximal popliteal sfa. Upon deployment, the stent elongated and fractured. The patient was taken to the operating room to surgically remove the stent and place a competitor's stent in the profunda.